Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ pen needle there was an issue with needle separation. It was stated ¿the needle was missing after injection. The consumer states after injection he looked at the pen and the needle was missing. He is not sure if the needle went inside and stuck inside his skin. He is not sure if it fell on the ground. He is not in any discomfort and has not received any medical assistance.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported with the use of the bd ultra-fine pen needle there was an issue with needle separation. It was stated ¿the needle was missing after injection. The consumer states after injection he looked at the pen and the needle was missing. He is not sure if the needle went inside and stuck inside his skin. He is not sure if it fell on the ground. He is not in any discomfort and has not received any medical assistance.¿ there was no report of injury or further medical intervention.